Event description:
It was reported the lead was removed and replaced due to dislodgement, high threshold, and no capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was analyzed. Analysis indicated that the distal conductor was fractured. Blood was noted in/on the helix mechanism.